Event description:
It was reported that the patient underwent a posterior approach tlif surgery using rhbmp-2/acs and an interbody cage. Post-op, the patient has developed "bone overgrowth l4-l5 nerve root; inflammatory reaction at incision site, cyst formation l4-l5, chronic left leg radiculopathy and weakness; three revision surgeries; pain much worse than prior to initial surgery; now disabled (ssdi), on chronic narcotics to control pain (morphine, percocet)"

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.